Event description:
The customer reported the system failed to display fluoroscopic image. The issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The work station pcbs were evaluated and reseated. The system was tested and found to be working as intended and returned to service.